Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on left eye at two week post-operative exam. A brief description was provided that the patient was feeling good and no complaints other than dryness. However, there was new cell growth on the left eye was noted near and some microstriae noted. There was no loss of visual acuity was reported. Date of discovery was on (B)(6) 2015. The patient¿s chief complaint was dry eye. The patient indicated needing more artificial tears (at) on the right eye (od) than the left eye (os), otherwise no complaints. At the time of discovery, it was unknown if surgical intervention was required. At another post op visit it was determined a flap and rinse was required to remove the ingrowth. The surgery center reported the epithelial cell ingrowth and dry eye was resolved. The surgery center reported the event was not lasting and disabling, and not significantly interfering with daily activities. Bcva from (B)(6) /2015: right eye pre-op 20/20 -3.75 x -1.50 x 72. Left eye pre-op 20/20 -3.75 x -1.75 x 125.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.